Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a mildly calcified lesion in the heavily tortuous mid diagonal coronary artery, when a 2.5 x 12 mm rx xience prime stent delivery system (sds) was advanced without resistance and the stent was deployed without difficulty at 16 atmospheres when dissection was observed. The sds was withdrawn without difficulty. Another same size unspecified stent was deployed, successfully treating the dissection. There were no other device or procedural issues. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.